Event description:
Customer reported a popping sound followed by a blank fluoro screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and regreased the high voltage connectors. System operates as intended.